Event description:
During follow-up in 2000, an extended charge time was observed at cap maintenance. Technical services recommended performing a couple of capacitor maintenance's in a row in an attempt to decrease the charging time. St. Jude medical was informed two months later that the ICD was explanted when extended charge time were still observed.